Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified to use it. No visible signs of device or package damage were noted before use. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was confirmed via angiography, with an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be =5 mm. No calcium/plaque, tortuosity, stent, >50% stenosis, prior closure device/manual compression within 30 days, or pre-existing hematoma/arteriovenous fistula/pseudoaneurysm was observed at the puncture site. No difficulty was encountered when connecting the vascular sheath introducer to the exoseal vcd. The indicator wire guides initially locked but then disengaged, requiring a second attempt to secure them. Pulsatile flow from the bleed-back indicator was observed, and the device and sheath introducer were retracted together until bleed-back slowed or stopped, with the physician¿s thumb on the plug deployment button during retraction. No red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed and visible, with the loop facing downward. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified to use it. No visible signs of device or package damage were noted before use. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was confirmed via angiography, with an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be =5 mm. No calcium/plaque, tortuosity, stent, >50% stenosis, prior closure device/manual compression within 30 days, or pre-existing hematoma/arteriovenous fistula/pseudoaneurysm was observed at the puncture site. No difficulty was encountered when connecting the vascular sheath introducer to the exoseal vcd. The indicator wire guides initially locked but then disengaged, requiring a second attempt to secure them. Pulsatile flow from the bleed-back indicator was observed, and the device and sheath introducer were retracted together until bleed-back slowed or stopped, with the physician¿s thumb on the plug deployment button during retraction. No red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed and visible, with the loop facing downward. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned. Finally, it was observed that the indicator window was received in the black/white and red position. No additional anomalies were observed. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator and cowling (guard) disengaged access site not lost¿ was not observed through analysis of the device received since the device was received fully deployed with the guard locked. The cause of the reported issue could not be determined, especially since the condition of the returned device did not match the event reported. The device was received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that there was vessel tortuosity and calcification. These factors may have led to balloon damage that led to tear on the balloon. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.